Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 2 cubie drawers were failed. A field service engineer (fse) identified that main drawers 2.1 and 2.2 were not detected on bus. The fse found that there were no light emitting diode (led) lit on the pyxibus module controller. So, the fse replaced the module controller. Additionally, the fse found the pyxibus cable resting in the sharp edges of the rear drawer panels. So, the fse redressed the cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the 2 cubie drawers were failed. The customer stated that there was no delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.